Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a robot assisted laparoscopic sacrocolpopexy, transobturator mid-urethral sling placement, cystoscopy and laparoscopic lysis of adhesion procedure performed on (B)(6) 2012 for the treatment of vaginal prolapse with cystocele and rectocele, stress urinary incontinence and intra-abdominal adhesions. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.